Manufacturer narrative:
The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. H3 device evaluation: the complaint component was returned and analyzed. The reported allegation of malfunction was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient was unable to operate the inflatable penile prosthesis pump correctly, thus no erection was possible. All components were removed. No further complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information indicated the pump did not operate properly, the cylinders could not be inflated because the pump body did not expand again.

Event description:
It was reported that the patient was unable to operate the inflatable penile prosthesis pump correctly, thus no erection was possible. All components were removed. No further complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to operate the inflatable penile prosthesis pump correctly, thus no erection was possible. All components were removed. No further complications were reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. Additional information.